Event description:
During percutaneous transluminal coronary angioplasty for a stent/restenosis case, an ultrasound imaging catheter was utilized. Imaging was completed successfully, where upon during catheter withdrawal, the distal shaft of the ultrasound catheter separated and detached. The detached catheter segment was retrieved by a snare maneuver; no pt injury or sequalae occurred.